Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 11-apr-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when delivering the pigtail across the basal plane, a dislodge of approximately 4 mm above the basal plane was observed on fluoroscopy. Despite no paravalvular leak (pvl) or aortic insufficiency, the hemodynamics decompensated. The patient was intubated, and a dissection or perforation was looked for with angiography and transesophageal echocardiogram (tee). It was decided to implant a second valve. Following the implant of the second valve angiogram confirmed coronary perfusion and tee showed no pvl. A dissection flap was then discovered in the descending aorta and the iliofemoral artery. The patient expired. It was hypothesized that the patient expired due to blood loss from a retroperitoneal bleed and that the earlier noted hemodynamics decompensation was hypotension due to retroperitoneal bleeding. It was also hypothesized that the dissection occurred when advancing the snare on the contralateral side. It is unknown if an autopsy was performed.